Manufacturer narrative:
Analysis found no fault with the device. The device was cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the mainframe was not working properly. There was no known patient impact reported.